Manufacturer narrative:
Received one speedband superview super 7 device returned for analysis with residue present indicating use. The ligator head and bands were not returned. A visual examination of the suture was noted to be intact and attached to the trip wire. It was noticed that the trip wire was unbroken and properly secured in the handle assembly slot. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the event description and evaluation of the returned device, the condition of the returned unit was not consistent with the reported complaint and the reported complaint was not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the trip wire broke inside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of tripwire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the trip wire broke inside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.